Event description:
In 2006, it was reported the device system on the right side did not work. The patient was scheduled for reprogramming. The patient had a revision however there was no charge. In 2007, it was reported one side of the patient's device system has never worked. The stimulator was still implanted and one side did work. The device was to be removed. In 2008, it was reported the patient "could not walk 50 feet". The patient was seen by the manufacturer representative. The representative had not seen the patient since date of implant. The device system was checked. The right side was not working. The patient was reprogrammed. The therapy was abandoned in 2008. Medical records indicated there were some coverage issues.